Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: analysis of the returned device identified: opening curved on anterior, opening crack on valve seat diaphragm valve and white particles in the shell. Leak test and microscopic analysis was performed which identified: sharp opening on diaphragm valve (valve bond edge) and opening crack on valve seat diaphragm valve. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve.